Manufacturer narrative:
The product was not returned. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported being unable to see out of the right eye to read and needing to wear glasses again. Additional information is requested.